Manufacturer narrative:
Concomitant medical products: product ID: 3986a45, lot# n386646, implanted: (B)(6) 2015, product type: lead. Product ID: 3986a45, lot# n311704, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturing representative reported that the patient had a lead revision on (B)(6) 2015 because the patient was not getting adequate coverage. The manufacturing representative reported that they were meeting with the patient because the patient was still unable to get adequate coverage. Impedances were checked and they were high on 0-3 and 4-7 leads. The manufacturing representative turned on the 0-3 lead and the patient felt a sensation in his left arm and then it stopped. The patient was being taken to the or to troubleshoot the extension and lead. The patient was not feeling stimulation at all and getting no coverage. Impedances were tested at .7 volts and 2, 4, 5, and 6 were all showing greater than 10,000 ohms. The voltage was increased to 3 volts and it was showing 8,000 ohms, 5,000 ohms, and 3,000 ohms. The healthcare professional (hcp) of a clinical study reported that there was high impedances. The clinical diagnosis was a loss of stimulation paresthesia to occipital area. The device was interrogated and some electrodes were out of range greater than 10,000 ohms. The patient noted an inability to sense bilateral occipital paresthesia. Interventions included reprogramming. The event was related to the device or therapy and not related to the implant procedure. The outcome of the high impedance and loss of stimulation was reported as resolved without sequelae. The healthcare professional (hcp) of a clinical study reported that there was low impedances less than 50 ohms. Diagnostic methods included device interrogation. Interventions included reprogramming. The event was related to the device or therapy and not related to the implant procedure. The outcome of the low impedances was unresolved with no further action planned. The healthcare professional (hcp) of a clinical study reported that the device diagnosis was a disconnected extension. The clinical diagnosis was a loss of occipital stimulation paresthesia. Interventions included explanting and replacing the component. Diagnostic methods included device interrogation which showed no electoral pulse when impedances were checked through tail end of the bifurcation. During removal of the extension it was noted that one of the bifurcations was a disconnection of the bifurcated extension to the solitary pigtail. The event was related to the device or therapy and not related to the implant procedure. The outcome of the disconnected extension was resolved. The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was inadequate stimulation paresthesia coverage to right cervical area. Diagnostic methods included examination which showed that the lead migrated caudally slightly while the patient had a revision procedure for the bifurcated extensions. Interventions included repositioning. The lead was moved to a more caudal position. The event was related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included: spinal pain.